Event description:
Report received in which evidence of mercury was found in a pt's intravenous line while receiving an infusion with baxter solution. Pt did arrest. There was no physical evidence of product tampering. Pt survived and is expected to fully recover. Reporter does not feel this incident is attributable to the product, and is advising baxter for informational purposes only.